Event description:
It was reported to technical services on (B)(6) 2010, that when they started to explant this device. The patient went asystole for 1.26 seconds. After that, she came in on her own. The device was replaced by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).